Manufacturer narrative:
Pump received with blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap appeared recessed and had white stuff around it that could not come off. Customer also reported that insulin pump was blank. After troubleshooting, display screen turned back on. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.